Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller has an internal battery with a sole purpose of powering an alarm in the unlikely event that both power sources are simultaneously disconnected. Like all batteries, this battery may failure with age. Patient should be reminded to always follow their patient manuals when changing power courses and never disconnect from power sources at the same time. The steps for exchange of batteries and controllers are outlined. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that a patient was in the clinic for a product update. After the update on primary controller, the "no power" alarm didn't sound when checked. The controller was replaced and there was no reported effect on the patient. No additional information is available at this time.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of no power alarm could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.